Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. It was also mentioned that the customer received a failed battery test alarm. Customer's blood glucose level at the time 500 mg/dl. Customer treated with manual injection. Troubleshooting occurred. No significant event leading up to the incident was mentioned.